Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, steerable guide catheter (sgc) was advanced into left atrium followed by mitraclip. During advancement of mitraclip, thrombus was observed. Heparin was administered. Suction was performed for removal of thrombus. As a result, sgc-mitraclip assembly was retracted out of anatomy and the procedure was terminated. The mr remained unchanged post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and medication required was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.